Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that the health care professional (hcp) was having difficulty interrogating this subcutaneous implantable cardioverter defibrillator (s-ICD). Technical services (ts) was contacted, and ts explained that the hcp was using the wrong device to interrogate the s-ICD. The s-ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the s-ICD was explanted and replaced due to normal battery depletion. The electrode remains in service. No adverse patient effects were reported.